Event description:
The complaint/event occurred on an unspecified date and involved a tego¿ connector that reportedly 'leaked on one hand'. There was no report of any human harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Initial reporter (full) phone: (B)(6).

Manufacturer narrative:
Investigation summary: received one (1) used list# d1000, tego¿ connector, appx 0.05 ml; lot# 14090801 no visual damages or anomalies were observed. Received fourteen more used list# d1000, tego¿ connector, appx 0.05 ml; lot# 14090801. Three samples were observed to have a domed seal. Three samples were observed to have a torn seal. No damages or anomalies were observed on the remaining eight seals. The reported complaint of a leak could be confirmed. Three of the returned samples were observed to have a domed seal and three other samples were observed to have a torn seal. Both could lead to a leak during use. The probable cause for the domed seal and subsequent leakage is due to an inconsistent application of adhesive and/or lubricant during assembly. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history records and relevant commodities were reviewed; the following discrepancy was identified: "during functional inspection in op.41 of assembly, 2 pieces were detected that formed a dome after performing the activation test, according to qp00-00039-8: inspection attribute activation test verifies that the tego do not have a dome. Any sample with a dome is a defective piece, lot 14090801 item d1000" corrective and preventative actions are in process.